Event description:
(B)(4). I got essure in 2012 got pregnant and had a baby in 2013 then had my second baby after essure in 2014 I have headache every day do to essure joint pain back pain can't go poop but every 3 weeks my teeth are all going bad scents essure.